Manufacturer narrative:
Stryker evaluated the customer's device and observed the internal broken connection. The broken connection was the discharge plate that is connected to the negative shorting bar of bt1. This broken connection did not allow voltage to flow through the circuit and allow the hlc internal batteries to recharge. The customer received a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed a broken internal connection that caused the internal batteries to be unable to recharge. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.